Event description:
The customer reported that the insulin pump goes into suspension mode by itself. The caller mentioned being hospitalized for low blood glucose of 29mg/dl a month ago. Troubleshooting was performed, and no damage to the drive support noted. The customer stated that she was in bed and woke up in an ambulance. Assisted the customer to run a displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.